Manufacturer narrative:
The eval of the returned product found evidence of an internal fluid leak, including discoloration inside and residual fluid and corrosion around the battery-compartment and most surfaces of the internal assemblies. A leak test was performed which confirmed a leak in the fluid path. A tear was found in the cannula tubing. This would result in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A device malfunction is therefore confirmed as a contributing factor to the customer's high blood glucose. There was evidence of this defect mode in lot acceptance testing for this pod lot (l30450); results were deemed acceptable. Risk level to the pt was determined to be extremely low (3.4 in 10,000). Diabetics are trained to monitor their bgs on a regular basis. Insulet provides labeling referencing this monitoring. Additionally, the product labeling instructs the customer to "take a second bolus by injection using a sterile syringe" if a device-administered bolus has not corrected a high bg condition after two hrs. Insulet has initiated an internal investigation to identify the root cause of this failure mode. The investigation is in process as of the date of this report.

Event description:
Customer's blood glucose measured 300 mg/dl at 1:30, at which time an 8 unit bolus was administered. His blood glucose remained elevated, reading "high" (over 500 mg/dl) at 6:00 a.m.